Event description:
It was reported that the customer had a button error alarm last night and the buttons were not responsive. Customer was at work and was standing around when they received the button error. Customer's blood glucose was 7.1 mmol/l at the time. Customer stated that the pump was in their pocket. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.